Event description:
The customer reported via phone call that the insulin pump was malfunctioning. Customer stated that she went into diabetic ketoacidosis the night prior to the call and had to be hospitalized. The call was disconnected, and no further information regarding the hospitalization was provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.